Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple malfunction alarms occurred intermittently. During troubleshooting with tandem technical support, the malfunction alarms were cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose value ranged from 147-195 mg/dl.